Event description:
It was reported that the battery was replaced in the insulin pump and the display went blank and would not return. The patient's blood glucose was not known. The insulin pump was stated not to have been bumped, dropped, or exposed to moisture and showed no signs of physical damage. The ba contacts on the battery cap were neither missing nor damaged. The battery compartment and spring were neither damaged nor corroded. The customer inserted a new battery and the display did not return. The customer was advised to remove the battery for 10 minutes and clean the battery cap contact with a cotton swab and isopropyl alcohol. After the battery contacts were allowed to dry for one minute, the customer inserted the battery and the display returned. A self-test was performed and passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).